Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and back pain ('back pain') in an adult female patient who had essure (batch no. 945068) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), fatigue ("I am tired"), myalgia ("muscle pain"), arthralgia ("joint pain"), migraine ("migraine"), ear infection ("very frequent ear infections with a pierced eardrum"), tympanic membrane perforation ("very frequent ear infections with a pierced eardrum"), tooth abscess ("dental abscesses"), crying ("I cry for no reason") and allergy to metals ("allergy to chromium, cobalt and nickel"). The patient was treated with surgery (I had my endometrium removed on (B)(6) 2020 (novasure) and salpingectomy) and two teeth being pulled out. At the time of the report, the menorrhagia, back pain, fatigue, myalgia, arthralgia, migraine, ear infection, tympanic membrane perforation, tooth abscess and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, crying, ear infection, fatigue, menorrhagia, migraine, myalgia, tooth abscess and tympanic membrane perforation to be related to essure. The reporter commented: consumer believes that the removal of endometrium has intensified the adverse effects of the implants. Patch tests :result is positive for chromium, cobalt and nickel. She has a date for implant removal by salpingectomy, which is 30 april. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') and back pain ('back pain') in an adult female patient who had essure (batch no. 945068) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), fatigue ("I am tired"), myalgia ("muscle pain"), arthralgia ("joint pain"), migraine ("migraine"), ear infection ("very frequent ear infections with a pierced eardrum"), tympanic membrane perforation ("very frequent ear infections with a pierced eardrum"), tooth abscess ("dental abscesses"), crying ("I cry for no reason") and allergy to metals ("allergy to chromium, cobalt and nickel"). The patient was treated with surgery (I had my endometrium removed on (B)(6) 2020 (novasure) and salpingectomy) and two teeth being pulled out. At the time of the report, the menorrhagia, back pain, fatigue, myalgia, arthralgia, migraine, ear infection, tympanic membrane perforation, tooth abscess and allergy to metals outcome was unknown. The reporter considered allergy to metals, arthralgia, back pain, crying, ear infection, fatigue, menorrhagia, migraine, myalgia, tooth abscess and tympanic membrane perforation to be related to essure. The reporter commented: consumer believes that the removal of endometrium has intensified the adverse effects of the implants. Patch tests :result is positive for chromium, cobalt and nickel. She has a date for implant removal by salpingectomy, which is (B)(6). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.